Event description:
Technician alleged that the bed had no functions.

Manufacturer narrative:
Technician replaced the left hand and right hand intermediate cables and the left hand and right hand caregiver boards to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.